Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
The customer reported that the device had a check vent alarm. The device not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 24jul2020 b4: (B)(6)2020 central processing unit (cpu) assembly was returned to failure investigation for evaluation. The visual inspection of this customer returned central processing unit (cpu) assembly revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of a backup alarm failure. Fi technician identified the backup alarm failure was caused by a failure of ls1; as battery failure could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29may2020. B4: 01jun2020. The device was evaluated by the field service engineer and the reported issue confirmed. The field service engineer replaced the central processing unit (cpu) board to address the reported issue. The issue was resolved, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.